Manufacturer narrative:
Note: the event in this MDR is exactly the same as MDR # 3009394448-2016-00002 except for the product lot information. The event is not a death situation. There was no life-threatening injury or any serious injury that resulted in permanent impairment of body function or structure reported. However, there was illness in the sense that the patient experienced unrelieved pain after the original procedure due to possible nerve impingement which may result when cages were not located in the intended joint space. The pain led to the re-intervention. The patient's "large facet" joint space as noticed by the surgeon may have contributed to cage movement leading to "subsidence". Although there was no device defect or malfunction reported in this case, the "subsided" implants led to a revision and therefore failed to perform as intended. For this reason, this event was reported. Not device defect related.

Event description:
A patient previously implanted with cervical cages from c4-t1 went through a revision on (B)(6) 2016 due to right arm and ulnar pain. The surgeon discovered through post-op x-ray examination that three cages had subsided "laterally" and came out easily when the surgeon used a kocher instrument to remove them during revision. The surgeon who performed the revision had noted that this patient has "large facets". All cages from c4-t1 were removed and replaced with hook and rod fusion. There was no device malfunction reported. The patient did not report any new or worsening symptoms after revision.